Event description:
It was reported that, following the implantation of a deep brain stimulation (dbs) implantable pulse generator (ipg), the patient developed localized redness, irritation, and infection at the right chest site. As a result, an explant procedure was performed to remove the device. Prior to the explantation, the patient was treated with oral antibiotics for several weeks. A culture taken during evaluation returned negative results. The patient is recovering well postoperatively. The explanted device will not be returned for analysis.

Manufacturer narrative:
Correction to initial report in block: h11. Block d2b; additional applicable product codes: pjs and mhy additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial:(B)(6). Batch: 7135435 UDI: (B)(6) product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial:(B)(6) batch: 7136084 UDI: (B)(4) the implantable pulse generator (ipg) was discarded and the lead extensions (serial:(B)(6) were not returned for analysis as they were retained by the medical facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaints, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that, following the implantation of a deep brain stimulation (dbs) implantable pulse generator (ipg), the patient developed localized redness, irritation, and infection at the right chest site. As a result, an explant procedure was performed to remove the device. Prior to the explantation, the patient was treated with oral antibiotics for several weeks. A culture taken during evaluation returned negative results. The patient is recovering well postoperatively. The explanted device will not be returned for analysis. Additional information indicated that the lead extensions were partially removed during the initial explant procedure however were fully removed several months later during a new ipg and lead extensions implant procedure. The physician confirmed that all residual lead extension components were fully removed. The patient has since made a full recovery and continues to do well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7135435; UDI: (B)(4). Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7136084; UDI: (B)(4).

Event description:
It was reported that, following the implantation of a deep brain stimulation (dbs) implantable pulse generator (ipg), the patient developed localized redness, irritation, and infection at the right chest site. As a result, an explant procedure was performed to remove the device. Prior to the explantation, the patient was treated with oral antibiotics for several weeks. A culture taken during evaluation returned negative results. The patient is recovering well postoperatively. The explanted device will not be returned for analysis. Additional information indicated that the lead extensions were partially removed during the initial explant procedure however were fully removed several months later during a new ipg and lead extensions implant procedure. The physician confirmed that all residual lead extension components were fully removed. The patient has since made a full recovery and continues to do well.